Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient provided blood glucose values of 140mg/dl and 180mg/dl; however, was unable to determine which reading was from the cgm and the bg meter. No medical intervention was reported. No additional event or patient information is available.